Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to communicate with a belt.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a belt) was confirmed. Upon receipt, the white wire cable was not connected to the j2008 connector on the auxiliary pca. The disconnected white wire caused the inability to communicate with a belt. The root cause of the disconnected wire was unable to be positively identified. No adverse event resulted from the defective monitor.